Event description:
The biomedical engineer (bme) reported that asystole was not alarming at the central nurse's station (cns). The bme found that the patient tile had been disabled. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that asystole was not alarming at the central nurse's station (cns). The bme found that the patient tile had been disabled. No patient harm was reported. Investigation summary: the following information was obtained, and the user request was confirmed. The assystole alarm was not recorded for the arrhythmia recall on may 25. The cause was that the box of the assystole was not checked for the arrhythmia recall storage setting. The customer wanted nkc to investigate what date the box of the assystole was unchecked from the cns log. Form the cns log, it was confirmed that a lot of the asystole alarm has generated on the bed of gs-gz151 on (B)(6), but the log could not be confirmed that the asystole alarm was turned off for the arrhythmia recall storage setting. We tried to check the gz log because it should be recorded on the gz log if the asystole was turned off by the gz operator, but the gz logs were used for several patients, and the gz log could not be collected. The gz log could not be analyzed, and the date the asystole alarm was turned off for the arrhythmia recall storage setting could not be identified. A root cause could not be determined as the proper gz logs were not provided in a timely manner for investigation. The cause is most likely associated with user error by disabling the alarm setting. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6. B7. D10 attempt # 1: 06/07/2021 emailed the customer via microsoft outlook for additional information regarding the event, concomitant devices, and patient information: no reply was received. Attempt # 2: 06/22/2021 emailed the customer via microsoft outlook for additional information regarding the event, concomitant devices, and patient information: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: gz-151. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that at the central nurse's station (cns) that the asystole was not alarming. When the biomedical engineer went to check it out, the biomedical engineer found that the patient tile had been turned off. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the nurse's at the central nurse's station (cns) reported that asystole was not alarming. When the biomedical engineer went to check it out, the biomedical engineer found that for the patient tile, it had been turned off. No patient harm reported.